Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open liver procedure, patch was crumbling in the trocar. They took on another product to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: visual inspection of the returned product noted the patch was fragmented. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an investigation of this condition identified the potential root cause as a combination of a manufacturing and shipping container issue. The manufacturing process has been adjusted to prevent this condition from recurring. The use of the shipping container that contributed to the reported condition has also been discontinued. If information is provided in the future, a supplemental report will be issued.